Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in italy/ it was reported that the patient experienced hyperglycemia event on (B)(6) 2026, with levels remaining elevated for four hours and the patient got treated with insulin pen. No further information is available